Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. As lot # 16011074m was provided, the device history record(s) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. (B)(4). Bwi concomitant products used: product name: soundstar 3d 10f-90 us catalog #: sndstr10 lot #: s1423648 product name: jpn carto 3 system us catalog #: fg-5400-00k serial #: (B)(4) manufacturer's reference #(B)(4), are related to the same event. (B)(6). (B)(4).

Event description:
It was reported that a male patient, underwent a premature ventricular contraction procedure with a navistar® rmt thermocool® electrophysiology catheter and suffered heart block several times after ablation was conducted. The event required placement of the pacing catheter in the right ventricle temporarily to conduct pacing maneuvers. The patient¿s medical history is unknown. The patient was reported to have fully recovered at the time bwi followed-up. The physician¿s opinion regarding the cause of this adverse event is that this is caused by ablating at the his signal observed at the right ventricle. Settings during the event include: 50 watts of power during ablation. There were no reported malfunctions with any of the catheters and systems used during the case related to this patient injury. Based on physician¿s assessment, this event is most likely to be procedure related.